Manufacturer narrative:
Updated blocks: h3 and h6. The service repair technician (srt) confirmed the 'disk boot failure' message during troubleshooting. The central control monitor (ccm) did not boot-up on the first attempt due to a dead coin cell battery. Once the coin cell battery was replaced, the ccm booted up without the message. The ccm has reached end of service life (eosl) and will not be repaired. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during use of the device for a non-clinical activity, the central control monitor (ccm) displayed a 'disk boot failure' message. The coin cell battery was replaced and the unit successfully booted up once, but then after restarting, the screen was black. There was no patient involvement.

Manufacturer narrative:
The device was manufactured prior to the UDI labelling effectiveness date, and therefore does not contain a UDI label, but the applicable UDI information associated with the device is (B)(4). Per the manufacturer's subsidiary, the non-clinical activity was the during simulation laboratories with the user facility's students. The issue had occurred in the beginning of may 2025.

Manufacturer narrative:
Updated block: d9.